Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. The customer stated, he had checked his infusion site and saw his cannula was bent. He also reported being hospitalized for 5 days. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. It was found the customer had symptoms of high blood glucose such as being nauseous, weak, and vomiting. He stated, he was also hospitalized because he was hyperglycemic with ketones. Customer also reported differences between his sensor glucose and blood glucose readings. Troubleshooting found the customer's drive support cap was normal. Insulin was also able to exit from the tubing. The insulin pump also passed the high pressure test. No additional information provided.